Event description:
On (B)(6) 2014, the following was reported to arjohuntleigh by the facility: there were a total of 20 mattresses that were returned due to deformation in the mid-section. This is complaint number 20 of 20. There was no injury associated with this complaint. This is being reported with an abundance of caution as if this type of malfunction were to recur, it may cause or contribute to death, serious injury or medical intervention to prevent harm.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(6) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.